Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple patients were not crossing over, and patient records were not visible. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no problem was found. A technical support specialist (tss) checked the patient sample in electronic protected health information and confirmed the patient was already visible on the machine. After multiple follow ups attempts with no response, the ticket was closed per the strike rule. The system functioned as intended after the technical support specialist investigated the device.